Manufacturer narrative:
(B)(4) should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis and subsequently passed away. The cause of peritonitis, treatment details, and hospitalization were not reported. The action taken with dianeal therapy was not reported, however it was reported the patient declined to have their catheter removed. The cause of death was not reported. It was not reported if the patient recovered from the peritonitis event prior to death. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.